Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial and ventricular leads both had high impedance, intermittent sensing and noise. The ventricular lead was capped and replaced. The atrial lead was acceptable when the new device was placed, therefore it was left in place. No patient complications have been reported as a result of this event.